Event description:
Caller states that the pt tested 8.0 inr three times during duplicate testing and a comparison lab returned as approx 2.3 inr. No action was taken based on device results. No adverse event reported. Requested return of suspect device and replacement was sent.